Event description:
It was reported that balloon rupture occurred. A 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications nor injuries were reported.